Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye revealed a round, hard, black partially embedded, partially encapsulated particulate matter (pm) inside the patient line tubing. The reported condition was verified. The cause of the condition was determined to be burnt plastic material broken off during the extrusion process and partially embedded inside the tubing wall during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pd set with cassette had dark unknown matter in the tubing. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.